Manufacturer narrative:
Medical records have not been provided, therefore the details surrounding the (B)(6) 2015 gallbladder procedure are unknown at this time. Additionally, the patient's medical history from the time of implant until the explant procedure almost 12 years later is unknown. Based on the information as reported, at this time no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the reported patient outcome. A review of the manufacturing records was performed and found that the lot was manufactured to specification. If additional information is obtained, a supplemental MDR will be submitted. This MDR represents the bard/davol 3dmax mesh reported to have been implanted on the left side (mesh #1). A separate MDR was sent to document the bard/davol 3dmax mesh reported to have been implanted on the right side (mesh # 2) the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was reported to davol by the patient: (B)(6) 2003 - the patient underwent a bilateral hernia repair using a left bard/davol 3dmax mesh (mesh #1) and a right bard/davol 3dmax mesh (mesh #2). (B)(6) 2015 - the patient underwent a gallbladder removal. Postoperatively the patient began to vomit blood and was brought to the ER. A scope procedure was performed in which the md detected an obstruction but was unable to identify the cause. (B)(6) 2015 - the next day the patient was brought back to the o.r. And at this time the bilateral 3dmax mesh were found to be adhered "entangled" in the intestines. Patient reports as much of the mesh that could be removed was done so at this time. And that 12" of the patients intestine was also removed. (B)(6) 2015 -the patient experienced a bowel perforation and was returned to the o.r. At this time a colostomy was created. The patient was transferred to the ICU where he remained for 3 1/2 weeks. The colostomy remained in place and the patient reports following discharge he went from (B)(6) lbs on admission to (B)(6) lbs in 3 months. (B)(6) 2015 - patient underwent take down of the colostomy and states his wounds began to heal.